Event description:
The customer reported the ventilator ac power cord plug was sparking. The customer reported the ventilator was not in use on a patient therefore, there was no patient harm or involvement. The manufacturers service technician verified that the plug was sparking within the plastic plug assembly. The service technician replaced the power cord to address the finding. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.